Event description:
It was reported per the field service technician that the rn stated they were experiencing "purge failure alarms" when she tried to start the pump. The rn told the technician that "the helium tank was switched with no change." The technician asked the rn if they had good triggers and the rn stated "they were small and she tried to adjust the gain on the arterial pressure and ECG." The rn told the technician that "this did not make a difference." The rn also said the "blue waveform (bp) was very small." The pump was switched out and the second pump "worked fine". The second pump is the iap-0500. There were no pt complication associated with this event.

Manufacturer narrative:
Product will not be returned for eval.